Event description:
Customer return device for routine maintenance. This is report 1 of 1 for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the device did not work properly. During the inspection the technician found the strain relief bushing missing, the cable wires exposed and the hand control does not work. The root cause is undetermined. Device was inspected, and repaired by replacing a few components.